Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with slurred speech/stroke like symptoms. Head CT revealed ischemic stroke. Inr at time of event was 4.9. Neurology was consulted. No anticoagulation was reversed. The patient continued on asa, statin, and warfarin. Medical management was ongoing. Symptoms expected to improve. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Stroke and neurological dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.